Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was approximately 127 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.